Event description:
It was reported that the pump exhibited a motor pump drive system failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped and cracked by the left and right front bottom corners. A review of the event history log identified pump motor drive b post and depleted battery alarms. During functional testing using the power up process, the reported issue was unable to be duplicated. The root cause of the problem was related to the customer not recharging the battery pack as required after depleting it. Replace battery as preventive measure. Power up device and all the functional tests passed.